Manufacturer narrative:
This report is submitted on december 08, 2023.

Event description:
Per the clinic, the patient experienced a skin breakdown under the processor site and subsequently was treated with topical medication (specific type, date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.